Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 6958716, 510k # k042789 and upn: (B)(4) was cleared in the united states. Neither the product nor the applicable images were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with cervical spondylotic myelopathy; and underwent posterior fixation at c3-c4. This was a case in which the CT navigation was planned to be used; however, CT navigation could not be registered so the navigation could not be used. Intra-op, when the c3-c4 lateral mass screw was being inserted with the c-arm without navigation, it broke. After that, bleeding occurred when the screw was inserted again, so it was suspected that the vascular got injured. Hence, screw fixation could not be performed; instead, the spinous process wiring (astriction) was done. The broken screw was completely removed and was discarded. No post-operative adverse event has been reported yet.